Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to available information, this device required explantation due to crossover. A malleable device was implanted. The patient had a tep lengthening and penile implant in (B)(6) 2022. The patient went to the doctor with an eschar that had dropped off the underside of his glans penis. The underlying tissue had necrosed and exposed the distal tip of the right cylinder. No pus was found at the site. It was noted the patient had insufficient healing from a combination of operative interventions along with the anatomy of penis (circumcision, small glans, meshing from lengthening).

Event description:
Additional info received on 10/25/2022 confirmed revision surgery on (B)(6) 2022 was to swap out the genesis placeholder.

Manufacturer narrative:
Corrections: b1. Corrected from "adverse event & product problem" to only "adverse event" b5. The initial report indicated crossover had occurred. Additional review of the reported complaint details determined there was no report of crossover. H6 code: a27 "appropriate term / code not available" corrected to a24 "adverse event without identified device or use problem"

Event description:
Additional information received reported a subsequent revision procedure has been scheduled. Details regarding the reason for revision were not available at the time of this report.